Event description:
It was reported that since implant the patient had been symptom free until the day prior to the report. On the day of the report the patient was not feeling stimulation and had a loss of therapeutic effect. The patient stated that she was having ¿little bit of symptoms, it was more like dampness.¿ the patient noted that she was ¿paying attention today¿ and ¿it was more like the vibration was over from where it had been.¿ the patient clarified that at first stimulation was right in her crotch, but now it was in her mid-thigh. The patient had a follow up appointment on the monday after the report and ¿may bump it up a couple of notches before then.¿ additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reports there was a fifty percent or greater symptom reduction and the event cause was determined. It was noted to be device related and reprogramming was needed. The patient contacted representative for re-programming of the device on (B)(6) 2014. It was noted that the patient was very satisfied with the results. The patient was seen in the clinic by healthcare provider on (B)(6) 2014 at resolution of the reported event. It was noted recovered without permanent impairment. It was noted to contact representative for details on relevant interrogation print outs.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gf36, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).